Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings, with symptoms of sweating, trembling, and almost losing consciousness. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and provided treatment of glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Further review of the investigation associated with sensor (B)(6) was performed and it was determined that the corrosion which was reported to have been observed on the printed circuit board assembly (pcba) during initial investigation was not corrosion. The observation was determined to be debris from the manufacturing process and was not embedded on the pcba and would not have impacted the sensor's performance. As detailed in the previous final report, extended investigation determined that there was no visual evidence of misuse or abnormalities. The sensor data was extracted and observed to be in sensor state 8 (error termination). The returned sensor was de-cased, and no issues were observed on the sensor components or sensor flag. Glucose solution testing was performed to check the accuracy of the sensor readings and no inaccuracy issues were observed. No other issues were identified, and no evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. Updated h10 as per further review of the investigation which was performed.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings, with symptoms of sweating, trembling, and almost losing consciousness. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and provided treatment of glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software. Sensor was de-cased and visual inspection was performed. Corrosion was observed on the pcb (printed circuit board). Extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted and observed the patch to be in state 8 (error termination). The returned patch was de-cased, and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No significant inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings, with symptoms of sweating, trembling, and almost losing consciousness. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and provided treatment of glucose injection. There was no report of death or permanent injury associated with this event.